Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the metal tip of the cutter came off in the patient's eye during surgery. The surgery was completed after replacing the product with new one. There was no patient harm. The procedure type was unknown.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with a broken piece of tip taped to the tray and other items. The sample was visually inspected and found to be non-conforming with the probe needle broken at the port. The probe sample was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were observed along the length of the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the tip of the probe is broken. How and when the tip became broken cannot be determined from the evaluation performed and a root cause cannot be identified. The exact root cause of the broken tip could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).